Event description:
In 2008, boston scientific corporation was informed that during a polyp ablation, the clip on the resolution clip device could not be closed. The procedure was completed with another of the same device. The patient's condition is "good".

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.